Manufacturer narrative:
The battery has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Event description:
Approximately one year and nine months post hvad implantation, the site reported that the patient's fully charged battery showed one red bar after approximately 45 minutes of usage. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.